Event description:
Customer reported that the insulin pump returned a button error alarm. Customer also reported that the insulin pump's buttons were not functioning properly. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Insulin pump was missing end cap sticker. No button error alarms noted. All buttons function properly. However, moisture damage was noted on keypad traces.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.